Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
The customer reported that the device, c9951a, 2.0 mm sterling, cuda shaver blade, 6 ea, was being used during an wrist arthroscopy with tfcc debridement procedure on an unknown date when it was reported, ¿tip of the shaver broke off inside the patients wrist during arthroscopy.¿ follow up assessment found that the procedure was converted to an open procedure to retrieve the component using hemostat/forceps. The procedure was completed with no report of delay. There was no report of medical intervention other than the procedure conversion and there was no hospitalization due to the event. This report is being raised due to the reported injury of procedure conversion to an open procedure.

Manufacturer narrative:
The device has not been returned to date and no photographic evidence has been provided; therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not use shaver blade or bur if they show any signs of damage. Always inspect for bent, dull or damaged blades or burs before each use. Do not attempt to straighten or sharpen. Do not use if damaged. Direct contact of the rotating cutting edge of shaver blades and burs with metallic surfaces and/or other hard surfaces such as arthroscopes, cannulas, or other instruments can cause damage to the devices. If contact does occur, shaver blades can break, seize, or shed metal particles. Shaver blade or bur should be examined for damage and replaced if necessary. Do not apply excessive loading on the shaver blade or bur. Cutting performance is not increased with force. Excessive force or using shaver blades or burs as a lever can cause damage to the device including permanent deformation, shedding of metal (wear), motor seizure, and overheating. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, c9951a, 2.0 mm sterling, cuda shaver blade, 6 ea, was being used during an wrist arthroscopy with tfcc debridement procedure on an unknown date when it was reported, ¿tip of the shaver broke off inside the patients wrist during arthroscopy.¿. Follow up assessment found that the procedure was converted to an open procedure to retrieve the component using hemostat/forceps. The procedure was completed with no report of delay. There was no report of medical intervention other than the procedure conversion and there was no hospitalization due to the event. This report is being raised due to the reported injury of procedure conversion to an open procedure.